Manufacturer narrative:
(B)(4). The patient was treated with an unreported antibiotic. At the time of this report, the patient had recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient underwent a catheter removal (further details not provided). The catheter was scheduled to be replaced (date unspecified). Additional treatment was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.